Event description:
It was reported that a bur was put in the shaver and then into the patient's shoulder. Allegedly, as soon as the motor of the handpiece was turned, the bur fell apart into two pieces. There was a patient involved but no injuries were reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.